Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("severe pain and cramping"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage subsequent a ectopic pregnancy") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). The patient's past medical history included parity 4. On (B)(6) 2013, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), ectopic pregnancy with contraceptive device (serious criterion medically significant), abortion of ectopic pregnancy (serious criterion medically significant), headache ("headaches"), migraine ("migraines"), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), dyspareunia ("pain during and after intercourse"), amenorrhoea ("loss of menses") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the abdominal pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, headache, migraine, abdominal pain upper, alopecia, dyspareunia, amenorrhoea and procedural pain outcome was unknown. The reporter considered abdominal pain, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, headache, migraine, abdominal pain upper, alopecia, dyspareunia, amenorrhoea and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was unsuccessful due to inadequate cervical canulation. On (B)(6) 2015: hysterosalpingogram result was unsuccessful due to inadequate cervical canulation. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had severe pain and cramping, ectopic pregnancy with contraceptive device and miscarriage subsequent a ectopic pregnancy(seen as abortion of ectopic pregnancy), serious events due to medical importance and anticipated in essure reference safety information. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, around 6 months after insertion an ectopic pregnancy and abortion of ectopic occurred. Given events' nature; causality with essure cannot be excluded and the device ineffective was assumed. Regarding severe pain and cramping (seen as abdominal pain), since after essure insertion pelvic and abdominal pain may occurs causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("severe pain and cramping"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage subsequent a ectopic pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, unsuccessful/inadequate cervical cannulation; fallopian tubes could not be evaluated". The patient's past medical history included parity 4. Concomitant products included oxycocet (percocet) since september 2013. On (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain, cramping"). In january 2014, the patient experienced depression ("depression"). In march 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), dyspareunia ("pain during and after intercourse"), amenorrhoea ("loss of menses"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("menstrual pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, surgery (bilateral salpingectomy - laparoscopic bilateral salpinectomy with essure coils removed) and surgery (laparoscopic bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, headache, migraine, abdominal pain upper, alopecia, dyspareunia, amenorrhoea, procedural pain, menorrhagia, vaginal haemorrhage, depression, weight increased, dysmenorrhoea, back pain and abdominal pain lower was resolving and the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion of ectopic pregnancy, alopecia, amenorrhoea, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unsuccessful due to inadequate cervical canulation; on (B)(6) 2015: unsuccessful due to inadequate cervical canulation. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the povided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), pain, weight gain / loss specify which one: weight gain, pregnancy (ectopic) added as events. Patient, reporter and product information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("fundal perforation midline"), menorrhagia ("abnormal bleeding (menorrhagia)"), pelvic pain ("pain"), abdominal pain ("severe pain and cramping"), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage subsequent a ectopic pregnancy") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, unsuccessful/inadequate cervical cannulation; fallopian tubes could not be evaluated". The patient's past medical history included parity 4. Concurrent conditions included dysuria (dysuria.), menses irregular, urinary frequency, anxiety and left lower quadrant pain. Concomitant products included oxycocet (percocet) since (B)(6) 2013. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain") and abdominal pain lower ("lower abdominal pain, cramping"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), dyspareunia ("pain during and after intercourse"), amenorrhoea ("loss of menses"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("menstrual pain") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen, hysteroscopy dilatation and curettage, endometrial ablation on (B)(6) 2015), and bilateral salpingectomy with essure coils removed on (B)(6) 2015. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, headache, migraine, abdominal pain upper, alopecia, dyspareunia, amenorrhoea, procedural pain, vaginal haemorrhage, depression, weight increased, dysmenorrhoea, back pain and abdominal pain lower was resolving. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion of ectopic pregnancy, alopecia, amenorrhoea, back pain, depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, headache, menorrhagia, migraine, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: unsuccessful due to inadequate cervical canulation; on (B)(6) 2015: unsuccessful due to inadequate cervical canulation concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain. And uterine perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records added. Events added per mr: fundal perforation midline. She underwnet endometrial ablation and laparoscopic bilateral salpingectomy. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 16-jan-2017: quality safety evaluation of ptc: company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and she had severe pain and cramping, ectopic pregnancy with contraceptive device and miscarriage subsequent a ectopic pregnancy(seen as abortion of ectopic pregnancy), serious events due to medical importance and anticipated in essure reference safety information. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance, including failure to return to essure confirmation test. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, around 6 months after insertion an ectopic pregnancy and abortion of ectopic occurred. Given events' nature; causality with essure cannot be excluded and the device ineffective was assumed. Regarding severe pain and cramping (seen as abdominal pain), since after essure insertion pelvic and abdominal pain may occurs causality cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.